Event description:
Case description: a physician reported that 4 patients developed spinal infections associated with the use of gelfoam and a recent recall of the product. All patients were hospitalized. This is the report on the fourth patient. No further details were provided on initial contact. For cross reference on the other patients, see MFR # 2001047380us, 2001047448us and 2001047449us. 03/01, additional information was received from the surgeon. He reported that a pt of an unspecified age underwent an instrumented lumbar spinal fusion in which gelfoam powder was used. In 2000, the pt developed an infection. Cultures revealed corynebacterium, moigonella moigagni, coagulase-negative staphylococcus, and enterococcus faecalis. Treatment involved a surgical debridement of the infected area and long-term antibiotic therapy. Medical history included rheumatoid arthritis. No further info was provided. For cross reference of an additional pt, see MFR #2001051128.